Event description:
It was reported by svc report that the customer reported that when they bring the cot out of the ambulance, the cot drops 6" down. No pt involvement or adverse consequences are reported.